Event description:
During a ptca procedure, a maverick balloon catheter became locked up on the wire. The balloon catheter and wire were removed as one without incident. No pt injuries or complications occurred.